Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported detachment of a device component was confirmed. The reported difficulty to position could not be confirmed due to the condition the device was returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the guiding catheter during advancement to the anatomy causing the reported difficulty to position and subsequent detachment of a device component. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a moderately tortuous and moderately calcified lesion in the mid left anterior descending artery. A 2.5x33mm xience xpedition and an unspecified stent delivery systems (sds) were being advanced in a kissing stent-balloon technique; however, the 2.5x33mm xience xpedition sds met resistance with the guiding catheter. The proximal shaft separated and was simply withdrawn. The procedure was successfully completed with 2.5x48mm and 2.0x18mm xience xpedition stents. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.